Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Identification of issue has been done by analyzing problem description and service report. The o2 gas module was checked and replaced. The device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).